Event description:
Smart site infusion set filtered bag used to administer vancomycin via piggyback . The 1.5 grams free flowed into pt. Pt was flushed feeling. Filtered and non filtered sets are also identical.